Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, patient experienced intermittent audio output. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent audio output.